Event description:
On april 10, 2006, a clinical incident involving a perodc plasma wand was reeported to arthrocare. During a nucleoplasty procedure of cervical discs, c4 and c3, it was reported the electrode was observed to begin to detach while being activated, resulting in a strong contraction of the pt's arms and legs. The procedure was immadiately stopped. It was reported the electrode completely detached from the wand remained in the pt's disc.